Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the finding of a heavy leak from the biopsy channel, it is likely that fluid invaded the insertion section and the control section. The invasion may have made the inner part of the insertion section and the control body corrode, which caused irregularity in slide of the angulation wire, angulation control knob and angulation lock. Also, multiple kinks / damage were found on the insertion section and it is likely that coil pipe became kinked by the kinked insertion section, which caused irregularity in the angulation wire sliding. Complex factors with influence of the fluid invasion is also presumed as a cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿3.3 inspection of the endoscope inspection of the bending mechanisms: warning if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination.¿ olympus will continue to monitor the field performance of this device.

Event description:
As reported, the device was found with bubbles at distal end. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found control knob failure, failure to disengage.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found huge biopsy leak. Insertion tube noted to be buckled and collapsed at multiple places. Furthermore, control knob was found failed to disengage, loose and play was observed. Additionally, the angulation was observed to be out of specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. The following sections were updated. Further communication with the customer, olympus representative conveyed the following: event found during reprocessing. Date is unknown. Customer stated that the scope was sent right away for service. No further information provided.